Event description:
It has been reported to us that the tip of the guide wire separated and remains inside the patient. The physician was an performing intervention on the patient's right coronary artery. The physician inserted the guide wire into the patient and inserted the stent delivery catheter and placed the stent. The physician inserted a second stent and deployed it into the vessel; however, a small dissection of the vessel occurred. The physician inserted a third stent to treat the dissection of the vessel. The physician noticed that the distal tip of the guide wire became caught inside the stent. The physician in an attempt to dislodge the caught tip of the guide wire inserted a second guide wire and advanced it forward into the vessel. The physician then inserted a balloon catheter and attempted to dislodge the caught tip of the guide wire; however, the attempt was unsuccessful. The physician then attempted to change the guide catheter and inserted a different curve for a better angle; however, this was also unsuccessful. The physician then pulled back on the guidewire and the tip became stretched out approximately 10cm and then the tip separated from the shaft and remains inside the patient's vessel. The patient is reported to be fine. The device will be returned for evaluation.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.